Manufacturer narrative:
Per the clinic, revision surgery was performed in (B)(6) 2015, to reposition the internal magnet. The implanted device remains. This report is filed november 9th, 2015. Device remains implanted.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI, however, the clinician did not follow the manufacturer's instructions for use of MRI. Surgery to replace the magnet is planned, however has yet to take place, as of the date of this report, september 8th, 2015.